Event description:
Boston scientific received information that this device declared end of life (eol) after approximately 57 months of implant. The physician claims that the device battery status transitioned from a beginning of life (bol) state to eol in approximately 6 months. The device was successfully replaced, and a request has been made to have it returned for analysis. No adverse patient effects have been reported as a result of this event.

Manufacturer narrative:
No additional information is available at this time. This event will be updated if any additional information is received, or if this device is returned for analysis.

Manufacturer narrative:
Subsequently, this device was returned for analysis. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This event will be updated if any additional information becomes available.

Event description:
--